Manufacturer narrative:
Updated serial# to (B)(4) and added product details fl20e.

Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Replacement parts sent to account to complete repair.